Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Device had minor scratched display window, c racked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was washing his car with the insulin pump in his pocket when he received a button error alarm. Blood glucose value was 123 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.